Manufacturer narrative:
(B)(4). Per field service representative (fsr), the internal batteries were last replaced on august 26, 2016. It was unknown when the product was last used. The device was left plugged into outlet in storage for charging but did not fully power on battery mode. The battery switched over to alternate current (ac) but would reflect as low. The charge indicator light illuminated when on ac power and was not flickering. The switch was on the "connect" position and a battery alert message was noted. The battery backup was plugged into the control module. The power connections in the back were secured and there was no visible corrosion in the unit. The fsr verified the issue. New batteries were installed. The unit operated to the manufacturer's specifications. The defective part is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the delphin battery wedge would not work on battery. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) noted that both batteries exhibited signs of internal degradation and were out of specification for voltage and conductance. The batteries measured 13.0 and 6.0 volts direct current (vdc) upon receipt, which are not typical readings. 11.5 vdc or higher is typical for discharged batteries of this type. The six (6.0) volt reading is consistent with a battery that has internal degradation such as when not maintained properly. Conductance measurements were 20siemens (s) for the first battery (out of specification) and not available for the second battery, due to its low voltage. The conductance meter requires approximately 11.75 vdc to obtain this reading. Minimum conductance value is 75s for this battery. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.